Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on july 9, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2017 by dr. (B)(6) at (B)(6) medical center in (B)(6). No attempt to retrieve the filter has been made, therefore the device remains implanted. The patient alleges tilt and perforation has occurred. Argon¿s attorneys are attempting to gather additional information.